Event description:
Prescription was input into our software(qs1-nrx) as humulin r and the system linked and substituted to novolin r . We contacted qs1 and they replied with, "we can have you request an enhancement". Therefore they do not consider such an error to be worthy of fixing. Upon further review, our system tries to link other non ab rated insulins together, so we are watching carefully for more software errors until we switch from qs1 next month. Qs1 has also had this response to other errors with their system in the past. Please let me know if you'd like further details , thanks. (B)(6). Access number: (B)(4).